Manufacturer narrative:
(B)(4).

Event description:
It was reported that during post operation check, the patient experienced diaphragmatic stimulation. The left ventricular lead was turned off but the patient continued to experience stimulation. The lead was explanted and replaced. The patient was in stable condition throughout the event.